Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. 40,000 on contacts 0,1 19550-contact 10 there to be a connectivity issue on contact 1. A post fall interrogation in office after pt reports oor and return of symptoms. There was a loss of stimulation and oor was seen. The cause was noted to be due to a pt fall, the pt fell onto their back 2 months ago. A return of pain was noted. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they couldn't increase or decrease their intensity and a settings not available message displayed. They noted that the stimulation is on however the intensity was at 0.0. Pt stated that they already tried switching groups between b and a but it's doing the same thing. Pt confirmed that they charged all their devices as they were advised to do so yesterday. The patient was redirected to their healthcare provider to further address the issue.